Manufacturer narrative:
Follow up in progress to obtain information regarding cleaning, disinfection, and sterilization (cds) from the customer. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels tested positive for less than one (1) colony forming units (cfus)/ endoscope of revivable microorganism. Overall, the results are in conformance with the requirements. The returned device was evaluated. It was noted that the adhesive of the bending section cover had white clouded area. The bending tube was shortened. The channel mount was damaged. The air/water cylinder and suction cylinder was scratched. The universal cord was wrinkled. The scope connector cover was damaged. The bending tube movement was out of specified value. The biopsy channel had incisions and cuts. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received. There were no reports of patient harm associated with the event.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for an unexpected contamination. The hygiene microbiological investigation report from the customer indicated, biofilm was found in the instrument channel and seven (7) colony forming units of stenotrophomonas maltophilia was identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device instructions for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information received from customer regarding cleaning, disinfection and sterilization. The device was rinsed before manual disinfection. The disinfectant used for manual cleaning was enzimex. The water used for rinsing the device after disinfection was filtered water. The concentration and expiry date of the disinfectant was checked. The endoscope was dried by using filtered compressed air drying. The endoscope was stored in a drying cabinet. There was no suspected patient infection. The customer stated there were problems or deviations in reprocessing. Pre-cleaning was performed immediately after using the device on the patient. The rinse water was sucked up through the suction channel with a suction pump. The forceps elevator was raised and lowered three times while immersed in the detergent solution. The aspiration was performed with first and second position of the aspiration valve. The air/water channel and balloon channel was flushed with water and air by using maj-1444 (air/water valve) and maj-629 channel cleaning adapter. The air/water channel was flushed with water and air by using mh-948 air/water channel cleaning adapter. The endoscope passed the leak test. The detergent used was enzimex. The brushed points were biopsy channel. The forceps elevator was operated three times in detergent solution. The elevator was rinsed. . The distal end was brushed with channel-cleaning brush and maj-1888 (single use soft brush). The distal end was flushed with maj-2319 flushing adapter.